Manufacturer narrative:
The bed has been returned and an evaluation is in process. The facility states that the bed started smoking while the patient was in the bed, so they unplugged it. They left the patient in the bed. There were no injuries or damage caused by the bed. The bed has been replaced. When the return evaluation has been completed, a supplemental record will be filed.

Event description:
The dealer stated according to his customer, the junction box on the bed caught on fire. Nothing was damaged and no one was injured.

Manufacturer narrative:
An evaluation of the returned bed has been completed. The testing of the junction box confirmed that two capacitors shorted out, which caused smoke to emit from the box when pressing the head up/down functions on the pendant. This issue has been escalated to our risk department. Should further information be identified, a supplemental record will be filed.